Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the dispenser hoop was flushed and there was no resistance encountered removing the guidewire from the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the guidewire was shaped to a j, the patient's anatomy was severely tortuous, there was no friction/resistance encountered during the procedure, and a middle non-stryker catheter and non-stryker microcatheter were used in conjunction with the subject device. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a right m2 distal thrombectomy procedure, there was no reaction from the tip of the subject guidewire during manipulation of the device in the patient and when withdrawn, the subject guidewire was found to be fractured. The digital subtraction angiography (dsa) showed that the fractured guidewire segment was left inside the catheter. The physician used a balloon to secure the fractured guidewire segment against the catheter and removed the devices from the patient. The physician replaced the subject guidewire with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a right m2 distal thrombectomy procedure, there was no reaction from the tip of the subject guidewire during manipulation of the device in the patient and when withdrawn, the subject guidewire was found to be fractured. The digital subtraction angiography (dsa) showed that the fractured guidewire segment was left inside the catheter. The physician used a balloon to secure the fractured guidewire segment against the catheter and removed the devices from the patient. The physician replaced the subject guidewire with a new device and continued the procedure without clinical consequences to the patient.